Manufacturer narrative:
This report is associated with the same ipg/event initially report under MFR. Report#: 1627487-2018-10745. Per further device information gathered, the ipg was initially reported under the incorrect manufacturer report number. This report will take the place of the initial report that was submitted with the incorrect MFR. Report number (1627487-2018-10745).

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2018-10522; reference MFR. Report: 1627487-2018-10743. Follow-up revealed the patient subsequently passed away due to health complications.